Manufacturer narrative:
The device was returned for evaluation. Upon evaluation of the device, the reported issue of multiple scopes giving connection errors were not confirmed. The unit was tested with all scopes and no error was received. However, the connector did need replacing due to sliding mechanism not locking in place to cover and protect pins. In addition, front panel damage and a non-olympus bulb on 500 hours were observed. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii xenon light source displays a connection error that states that no scope is connected after plugging in multiple scopes. The event occurred during preparation for use, prior to an unknown diagnostic procedure. There was no patient involvement, no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.